Event description:
It was reported that the device was used during a low anterior resection. It was reported that the dr could not break the washer. The surgeon re-anastomosed the tissue with another stapler. There was no consequence to the pt.